Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient thought their implant was not working because the patient was not getting symptom relief. Prior to the call the patient increased stimulation and as a result of the patient already increasing stimulation the patient was advised to follow-up with their healthcare provider (hcp) if the increase in stimulation did not resolve the lack of therapy. The issue was reported as sudden in that the patient was able to specify a date of onset. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.